Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the batteries were replaced by the manufacturer's service engineer after the procedure.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a 'system power shutdown' message was displayed on the central control monitor (ccm). The power supply was rebooted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. There were multiple unsuccessful diligence attempts for part return. Per the manufacturer's subsidiary, there was no visual abnormality of the batteries but when measuring the internal resistance both batteries were unmeasurable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.